Manufacturer narrative:
The insulin pump received with a cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, missing reservoir tube o-ring, missing end cap sticker, cracked case reservoir tube window corner, and cracked battery tube threads. A test reservoir was installed and did lock in place just a partial broken reservoir tube lip noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the insulin is broken at the tips of battery and reservoir compartment. Customer stated they can barely keep the reservoir in pump. Customer has cracks that prevent reservoir from staying in properly. The customer's blood glucose was 250mg/dl. The customer was advised to discontinue use of the pump and revert to a back-up plan.